Event description:
It was reported that during the pre-treatment cycle prior to the beginning of the convective radiofrequency water vapor thermal therapy procedure, the customer realized something was wrong because there was no steam coming from the delivery device. The customer tried a second delivery device but nothing happened. After trying the second device an error indicating that there was an issue with the generator popped up. The procedure was a cancel and the patient had already received a trus as well as lidocaine jelly in the urethra in preparation for the procedure. There was no report of clinical consequences to the patient.

Manufacturer narrative:
The device history record review (DHR) for this rezum delivery device found nothing to indicate any possible manufacturing service-related causes for the complaint. Analysis of the device revealed the rf coil was heavily burned with surrounding components melted to it. It was also found that there was a leak on the water line at the joint between the water line and the piece that connects to the white-water line luer. Based on the observed water leak, it would cause the coil to overheat in the field resulting in it burning. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the pre-treatment cycle prior to the beginning of the convective radiofrequency water vapor thermal therapy procedure, the customer realized something was wrong because there was no steam coming from the delivery device. The customer tried a second delivery device but nothing happened. After trying the second device an error indicating that there was an issue with the generator popped up. The procedure was a cancel and the patient had already received a trus as well as lidocaine jelly in the urethra in preparation for the procedure. There was no report of clinical consequences to the patient.